Manufacturer narrative:
During the onsite investigation, the service tech found the system needed e4 energy calibration plus the energy table calibration. Root cause was the need for routine calibration. (B)(4).

Event description:
A physician reports secondary energy too high. No patient harm reported.